Event description:
This study assessed acute and long-term outcomes of venous closure systems (vcs) proglide or prostyle vs. Manual compression and figure-of-eight suture after cryoballoon pulmonary vein isolation (cb-pvi). Although there were some complications (device failure subsequently managed with a figure-of-eight and manual compression to achieve hemostasis, hematoma < 6cm, hematoma > 6cm, minor bleeding, deep vein thrombosis), vcs following cb-pvi is safe and feasible. No significant difference regarding acute, mid-term, and long-term groin complications was observed. Specific patient information is documented as unknown. Details are listed in the article, titled "optimising access: safety and efficacy of venous closure devices in cryoballoon pulmonary vein isolation".

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, hemorrhage, thrombosis and injury are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, hemorrhage, thrombosis and serious injury/ illness/ impairment, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- estimated date the UDI is unknown because the part number and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number. Attachment article titled, "optimising access: safety and efficacy of venous closure devices in cryoballoon pulmonary vein isolation."